Manufacturer narrative:
The device was returned to resmed and an extensive engineering investigation was performed. Performance testing could not confirm the reported ventilation stop. The device operated according to specifications. There was no fault found with the returned device. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported as a result of this incident. (B)(4).

Manufacturer narrative:
The device was returned to the resmed technical service center for evaluation. The evaluation methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device stopped delivering therapy. It was reported that the device alarmed to warn the user about the stop in ventilation. The patient was placed on a back-up ventilator with no complications. There was no patient injury reported as a result of this incident.